Event description:
The surgeon inserted a 13.2mm micl 13.2 implantable collamer lens in 2006. On 04/20/2006 due to excessive vault and high iop the lens was removed. The lens was exchanged for a shorter length icl.